Manufacturer narrative:
Device 5 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion sets fell off during use events on 14-june-2024. Infusion set has been used for 1 day. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.